Event description:
It was reported to boston scientific corporation that an endostat ii foot switch was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (with sphincterotomy). According to the complainant, the foot switch "power" pedal was mechanically sticking during the procedure. As a result, a few seconds would elapse between the removal of one's foot from the pedal and the subsequent cessation of energy delivery; however, the procedure was successfully completed with this device. The lab manager believed a buildup of bile on the device from previous procedures to have been the primary cause of the pedal's sticking. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.